Manufacturer narrative:
Gehc technical support reviewed the logs and recommended replacement of the anesthesia control board. No report of patient involvement.

Event description:
The hospital reported that, during the preoperative checkout, it was noted the unit had a ventilator failure. There was no report of patient involvement.